Manufacturer narrative:
One pneupac¿ parapac plus ventilator was returned for analysis. No damage was observed during visual inspection. Functional testing was performed; all functions were correct and within specifications. An attempt to recreate the complaint was done by fault pressure being applied to the top of the unit. No noise was noted or fault was noted. Internal pipework was observed by removing the lid and electronic chassis assembly. No kinking or rubbing of pipes were observed. No issues were reported with the function switch or alarms; functioning correctly and within specifications. Based on the evidence, no root cause was found as the complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the tidal volume adjustment knob to a smiths medical pneupac¿ parapac plus ventilator "clicked" with rotation when in the 150 - 200 range. A hand was placed on the unit and the clicking still occurred. It was reported that the clicking was found when checking the function switch operation and that no alarms occurred. There were no reported adverse effects.

Event description:
Additional information received (B)(6) 2018 in a customer response email. The email stated that there was no patient or clinical injury as pre-planned mainentance was being conducted when the fault was noted.